Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device's up and down buttons were broken. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Correction: report sources has been updated to include foreign. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.